Event description:
It was reported the patient's neurostimulator dislocated on (B)(6) 2009. The patient was admitted to the department of neurosurgery, where the stimulator was newly fixed to the surrounding tissue. The patient was discharged (B)(6). The patient's stimulation parameters at the time of the event were 2.6 volts (v), 130 hertz (hz), 60 microseconds on the left and 3.5 v, 130 hz, 60 microseconds on the right.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), product type extension; product ID 748240, serial# (B)(4), product type extension; product ID 338940, lot# b0860073k, product type lead; product ID 3389-28, lot# b0865385k, product type lead. (B)(4). (B)(6).